Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v843954, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that four to five days prior to (B)(6) 2015, she started getting nauseous when she needed to urinate and she was not having urinary control. She was not feeling stimulation and normally only felt it occasionally, but this had not been occurring. The stimulation sensation had been less since a year and a half ago, after she had back surgery. The patient also could not connect with her implantable neurostimulator (ins) using her programmer with or without the antenna for the three to four days prior to (B)(6) 2015. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.